Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted damage to the header was induced, likely occurring during the explant procedure. No electrocautery damage was observed on the device case. Review of stored memory verified that the device experienced system resets during the time of electrocautery use. The cautery directly caused the pacing inhibition and resets to occur. The device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete, this report will be updated.

Event description:
Boston scientific received information that this patient admitted to a history of syncope. The device was interrogated and upon pocket manipulation, sensor driven pacing along with right ventricular (rv) and left ventricular (lv) loss of capture (loc) was observed. The field representative increased the device outputs to the maximum and capture was regained. A memory download was then obtained however analysis did not reveal any device abnormalities. A lead connection or header issue was suspected. A revision procedure was performed, and before the procedure the device was programmed to cautery doo pacing mode. During the procedure, the physician noted pacing inhibition and asystole for four seconds. Upon cessation of cautery, the pacing inhibition terminated and pacing was regained. When the device was removed some header damaged was reported from using forceps. It was noted that the header was attached but there was a silicone type seal that came loose and was holding a feedthru wire in place. The wire did not appear to be damaged and sensing and pacing was still observed. The rv lead was inspected and was all the way through the connector block, the physician tugged and pulled on the lead with no movement. The lead was also aggressively manipulated but they could not recreate the clinical observation. Some noise was noted which was expected given the aggressive manipulation. The field representative noted the rv port of the device looked dirty compared to the other ports but specifically at the terminal end.

Event description:
--